Event description:
On (B)(4) 2014, the following information was reported to the kci by the home health agency representative: a foreign material alleged to be v.a.c. Dressing was left in the patient's wound. As per home health agency report dated (B)(4) 2014, received by kci on (B)(6) 2014; an abdomen mass was noted on (B)(6) 2014. The patient had surgery to remove black sponge left the abdomen.

Manufacturer narrative:
Based on the information provided, ti cannot be determined when the foreign body alleged to be v.a.c. Dressing was inadvertently left in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.